Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as event onset; the patient was hospitalized for the peritonitis event. On an unreported date the patient began treatment with vancomycin (1 gm on every seventh day, route and duration not reported) and gentamicin (40 mg daily for 14 days, route not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. It was not reported if the patient or caregiver was retrained on the proper aseptic technique. No additional information is available.